Event description:
A customer reported that an ophthalmic operating console power off itself during a cataract surgery. Procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. There were several components replaced to address the issue: the power supply, battery, multifunctional in/output (mfio) printed circuit board (pcb), and the host module. The system was tested and found to meet product specifications. The reported event is attributed to internal component failures. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to internal component failure. Which specific component contributed to the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).